Event description:
Related manufacturer reference number: 2017865-2023-41095 it was reported that a patient presented with an infection noted on the patient's system. Antibiotic treatments were used to treat the infection. No additional intervention were reported. No adverse patient consequences were reported.